Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that there was a cut pink probe tip. Additional findings include the following: the plastic distal end cover was missing the forceps cover / had minor scratches, the bending section cover adhesive was cracked, there were multiple broken ultrasound images, switch 1 had a cut, the insertion tube had minor peeling, and the up / down / right / left movement on the control knob was loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 months since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the cut on the pink probe. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a puncture hole in the ultrasound tip. The issue was found during reprocessing. There were no reports of patient harm.